Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It couldn't locked between the centrax 52mm cup and ring. So 53mm cup was used.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax head was reported. The event was not confirmed. Conclusions: the reported event of couldn't lock between the centrax cup and ring was not confirmed. The snap ring was not returned with the device therefore, further analysis could not be performed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It couldn't locked between the centrax 52mm cup and ring. So 53mm cup was used.